Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter claimed the patient's blood glucose reading was elevated over 500 mg/dl after the reporter noticed that the patient's insulin cartridge had a large clump. In addition, the cartridge cap was missing. On (B)(6) 2011, the patient tested at 160 mg/dl 2 hours after the cartridge had been changed. On the morning of (B)(6) 2011, the patient's blood glucose was elevated over 500 mg/dl with symptom of vomiting. Correct insulin via the pump did not abate the alleged hyperglycemic episode. At 8 pm, the patient was taken to the hospital and received medical invention with insulin drip. The patient was released from the hospital when his blood glucose was "111 mg/dl" on (B)(6) 2011. During troubleshooting, the animas representative noted the following: there were no problems with the infusion set, no blood, no lump, nor puss at the insulin site. The alert history showed that patient had an empty cartridge alarm on (B)(6) at 9:52pm, between (B)(6)at 10:32 am and (B)(6), 7:44pm had 13 occlusions, and 1 (B)(4) alarm at 7:47pm. The time/date is correct. The basals are correct in active program. The advance bolus settings are correct. The animas device was working accordingly. This complaint is being reported because the patient reportedly received medical invention for a hyperglycemic episode while managing their diabetes with the animas pump.